Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the device is not grafting properly. No specific patient or surgery. No damage to any grafts or additional grafts needed. No harm to patient or user. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported the device is not grafting properly. The event timing was not specified . The hospital noticed that the mesher was hard to use. The mesher still works, but the hospital felt it was difficult to push the skin graft through. No specific patient or surgery. No damage to any grafts or additional grafts needed. No harm to patient or user. No bent or damaged parts on the device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). B3: event date: (B)(6) 2021. D4: UDI#: (B)(4). D11: concomitant therapy: 00770301000, z.s.g.m. Cutter 1:1 ratio, 1511385; 00770302000, z.s.g.m. Cutter 2:1 ratio, 1511465; 00770301500, z.s.g.m. Cutter 1.5:1 ratio , 1511371; 00770303000, z.s.g.m. Cutter 3:1 ratio, 1511408. Review of the most recent repair record determined that the sliding unit could not be tested due to the sliding pin not working, and the gear was out of line with the bottom roll. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.